Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01391, -01392.

Event description:
Allegedly the patient was revised due to pain and decreased mobility; also alleged the patient's hip replacement system detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum. (Left)